Manufacturer narrative:
The customer rejected the estimate and the device was returned unrepaired to the customer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the power management board and front panel board were observed in the ventilator's downloaded error log.